Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality; during the analysis the instrument was cycled and it fed and formed thirteen scissored clips due to the condition of the misaligned jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered scissored clips on the vessel. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.